Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still experiencing pain after meeting with a manufacturer representative (rep) last month for reprogramming. Pt noted therapy has not worked the same since having knee surgery about 2 years ago. Pt mentioned stimulation was not helping with pain. Pt also adds they have met with rep about 3x now for reprogramming which has not helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that no circumstances other than the knee surgeries may have caused the loss of therapy. The patient initially met with the rep on (B)(6) 2020. They met with the rep again on (B)(6) 2020. The rep changed setting and the patient is trying out the new settings. The cause was not determined. Additional information was received from the rep and it was reported that the rep was not made aware of pain returning after knee surgery. The cause of the return of symptoms was no determined. It is undetermined if the knee surgery had an effect on the patients therapy. The patient is trying out new settings to resolve issues. At this time it seems that issues are resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2019, the patient started having problems with a loss of therapy; the ins wasn't not really helping them anymore. The patient reported they had some knee surgeries and then their back started hurting more. They had met with a manufacturer representative (rep) for reprogramming a couple times, but reprogramming hadn't resolved the issue. The rep asked the patient to contact patient services for additional assistance with reprogramming. The patient mentioned they were planning on meeting with the rep again soon, so they were redirected to the rep and to have the rep call technical services at the time of that appointment. No device issues were reported. No further complications were reported or anticipated.